Event description:
Additional films were received and review of cta's 5 days post-implant showed that the stent grafts were positioned from the lcca, and distally into the descending thoracic. The films show a possible type a dissection beginning at the bare springs and extending to the heart valve. The images in the ascending thoracic aorta contained multiple shadows and possible artifacts which made assessment of the dissection difficult. The shadows may have been caused by multiple neointimal tears or flaps which may have been in motion during the CT acquisition. A type b dissection is also seen near the celiac artery; this dissection was also seen in the pre-implant still images provided. No stent graft issues were observed. The cause of the type a dissection may be due the proximal bare springs. The patient's history and disease state (pre-existing type b dissection) may also have been a contributing factor.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 60.2 x 123.5 mm fusiform thoracic aortic aneurysm in zone 2. The diameter of the non-aneurysmal proximal neck was 35.7mm. There was angulation of the external iliac artery. There were no complications at the time of implant. It was reported that six days post implant the patient was in a state of shock (level of consciousness was 300) and had an emergency operation. During open surgical repair there was acute bleeding which seemed to have had cardiac tamponade. The ascending aorta and aortic arch were replaced with a synthetic graft; however, cessation of cardiac activity was confirmed and the next day the patient expired. The physician commented that the dissection might have been due to a bare stent which would have touched ascending aorta. Review of several returned pre-implant images showed that the patient had 2 taa's; the proximal taa was just distal to the lsa, and the second was approximately several cm's distal and measured 6cm in diameter. There is a possible dissection seen near the renal arteries. Images during and post-implant were not provided.

Manufacturer narrative:
(B)(4). Method: (film). Results, conclusions: inherent risk of procedure (death, dissection); patient¿s condition affected effectiveness of device (cardiac tamponade).